Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8709sc, lot # h845140202, implanted: (B)(6) 2014, product type catheter; product ID 8590-8, lot # n356397, implanted: (B)(6) 2014, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8709sc, lot # h845140202, implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient did no have any pain relief. Imaging was performed and confirmed the catheter had dislodged from the intrathecal space and coiled up in the patients back. The catheter was revised on (B)(6). A possible catheter replacement was being considered. A dye study was noted to have been performed. It was noted the first implant used a butterfly anchor and the revision they used a "90 degree anchor." The pump was used to infuse morphine.

Manufacturer narrative:
(B)(4).

Event description:
The information pertaining to the patient not getting any pain relief and replacement being considered belong in manufacturer report number 3004209178-2014-13543 where the 2nd dislodgement has been reported.